Manufacturer narrative:
UDI field (d4) concomitant product UDI for crx is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the pump. Additionally, the pump tubing was not returned for analysis as it was cut down to the pump block. No leaks were identified in the component. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis did not work properly for the patient. Upon presentation to clinic, it was determined that a crack in the reservoir connecting tube had developed. A surgical procedure was performed during which the pump was explanted and replaced with a new pump. The cause of the crack was not determined. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis did not work properly for the patient. Upon presentation to clinic, it was determined that a crack in the reservoir connecting tube had developed. A surgical procedure was performed during which the pump was explanted and replaced with a new pump. The cause of the crack was not determined. There were no patient complications.